Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The clamp was returned to livanova (B)(4) for further investigation. During the investigation the reported issue could be reproduced. The visual inspection revealed that the can connector of the main cable is damaged and three contacts are having a bad connection. After replacement of the cable the clamp was tested again and no more deviations were found. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm displayed an error message during maintenance. There was no patient involvement .